Manufacturer narrative:
(B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
A customer contacted baxter's technical service center to report receiving a check patient line alarm with the homechoice (hc) machine during drain 4 of 4 ((B)(4)); the homepatient (hp) wanted to bypass to last fill. The drain volume (dv) was 3693ml; hc was now in last fill and hc was increasing from 10ml to 225ml. On (B)(6) 2010 follow up was made with the hp's nurse regarding the dv of 3693ml. The nurse stated that the largest prescribed fill volume is 2300ml. These volumes meet increased intra-peritoneal volume (iipv) criteria. The hp was not having any symptoms and they did not want to swap out the device. Product surveillance contacted the hp. The hp did not experience any system errors while connected. The hp indicated that he did not want to swap out the device. There was no patient injury or medical intervention reported.